Event description:
Customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. Cts attempted troubleshooting steps, including verifying the pump was not plugged into a power source and pressing the center button, but the pump did not turn on. Cts decided to replace the pump and instructed the customer to use multi-dose injection (mdi) as backup therapy to ensure insulin delivery. A replacement pump was arranged to be sent to the confirmed shipping address. Customer was also instructed to put the pump into storage mode and return it using a prepaid label within 10 days, which they acknowledged and understood.